Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2023-00253. 1. Section h. Box 6. Patient code 1 h3 other text : placeholder.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5117049. The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event vessel perforation and death are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure to treat a submassive bilateral pulmonary embolism using an indigo system lightning flash aspiration tubing (flash tubing) and indigo system flash aspiration catheter (flash catheter). It was reported a rupture of the right ventricle with hemopericardium had occurred. Subsequently, the patient expired. The relationship between the flash tubing and flash catheter to patient's death is unknown.